Event description:
It was reported that on assessment, when the white lumen of the line was flushed, fluid dropped down the arm. PICC was inserted in (B)(6) 2018, and event occurred (B)(6) 2019.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample and the markings were worn. A longitudinally aligned split was observed near the 34cm depth marking. A permanent kink impression was observed in the vicinity of the split. The sample kinked preferentially at the kink site during manual manipulation. Microscopic inspection of the sample revealed that the split occurred at the corner of the kink impression. The split site creased during manual manipulation. The fracture surfaces were granular. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during hydraulic pressurization of the sample, leaking was observed from the split site and intraluminal connection was observed when flushing both lumens. The split characteristics, kink impression and preferential kinking were consistent with damage caused by sharp/repetitive kinking of the catheter. The usage residues and marking wear indicated that kinking occurred during device use. Catheter maintenance, access and securement technique may have contributed. A lot history review (lhr) of rebx1869 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on assessment, when the white lumen of the line was flushed, fluid dropped down the arm. PICC was inserted in (B)(6) 2018, and event occurred (B)(6) 2019.